Event description:
It was reported via medwatch report (B)(4) that while removing a wound drain from a patient in the ICU on (B)(6) 2012, the drain broke remaining in the patient. A CT was performed and it was suspected that the drain was stitched to the facia. The patient was returned to the operating room and the retained portion of the drain was removed. There was some resistance but no more than usual. It tore as soon as pressure was applied. Upon examination of the retained portion, it was evident that while securing the drain when it was inserted after open heart surgery, a suture penetrated the drain. The torn end of the drain was irregular in shape where it separated from the external portion of the drain. The patient returned to the intensive care unit to continue recovery from the original surgery.

Manufacturer narrative:
No sample was returned for evaluation. The device history record could not be reviewed as a lot number was not provided. The instructions for use state the following precautions to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).